Event description:
Device 3 of 3. Reference MFR. Report: 3006705815-2019-00270. Reference MFR. Report: 1627487-2019-00901.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 3006705815-2019-00270. Reference MFR. Report: 1627487-2019-00901. It was reported the patient experienced ineffective stimulation. As a result, the patient is awaiting surgical intervention.